Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating and glowing in the pt's leg. The harvester removed the device and used a replacement to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection showed that the cold jaw boot had a burnt mark from the cutter wire on the tri-heater assembly. Resistance measurements were within specification. The micro switch functioned properly. The pre-cautery test results showed that steam was generated from the saline moistened gauze during several device activations. The device did not overheat and/or continued to glow during any point in pre-cautery testing. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).